Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure the implanter was unable to place the lead in the desired location due to patient anatomy. The lead was not used and an epicardial lead was implanted the following day. No patient complications were reported as a result of this event.